Event description:
The customer reported that the reservoirs appear to have water damage. The caller stated that it looks like inside every reservoir between the two o-rings there are beads of moisture. The blood glucose reading at time of call was 147mg/dl. Previously, the caller mentioned that her boyfriend drove her to the hospital because the blood glucose meter would not read her glucose level, which it was high. No further information was provided.

Manufacturer narrative:
Inspected three sealed reservoirs and all reservoirs passed per specifications. Visual inspection found the fluid mentioned to be silicone applied during the manufacturing process.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. Please medwatch reports # 3004209178-2014-81317 and 3004209178-2014-81319.